Manufacturer narrative:
Device manufacturing date is unavailable. On 03/03/2016 a medtronic representative reported the issue could not be replicated. On 03/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the spine software became unresponsive. The mouse cursor was moving across the screen, however, was unable to make any selections using the mouse. Issue discovered when the surgeon asked to make a measurement in the software. In trouble-shooting, attempted to re-boot the spine software, however, when the navigation system was on the application launch screen, were unable to select the spine application to launch. Again, mouse cursor was moving across the screen, but unable to make any selection. A second navigation system was brought in to allow the surgeon to continue the procedure to completion with the use of the navigation system. Delay in therapy was approximately 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction: patient information was inadvertently left off initial report. Patient information now provided. Device manufacturing date now provided. Medtronic investigation of returned computer finds that the first power-on boots to application screen. No ram errors. The computer passed phd testing without issue. Testing was unable to replicate the reported issue, returned computer was found to be fully functional.